Event description:
A report has been received from a peritoneal dialysis rn. This unit reported that they had used the fresnsius products with good outcomes and now the snap disconnect has been replaced and that a patient developed peritonitis. The nurse was contacted on 05/06/2009 for additional detail on this event. It has been learned that this event occurred a long time ago, reportedly occurring in early of 2008. Additionally, one patient developed peritonitis. The rn stated that the cap was the cause of the peritonitis due to perhaps difficulty with seeing the transfer set and possibly touching something. According to her, the patient was treated empirically with antibiotics administered by the clinic, however, did not respond to the antibiotic treatment and required an admission. The patient remained inpatient for two weeks ans was discharged to a skilled nursing facility. At this time, this patient has continued to use this product without further incident. There is no sample to evaluate.

Manufacturer narrative:
Device history record review: unable to perform a device history lot review due to it being unknown. Sample analysis: sample was not available. Conclusion: the reported complaint is not confirmed. Corrective action: since this complaint could not be performed, no corrective action is documented at this time. Fmc will continue to monitor and trend.